Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient felt that she was seeing worse than before surgery, at all distances. The patient also experienced significant glare from traffic at night, in the form of halo effects (three rings around each lamp), fatigue behind the right eye, the patient also developed posterior capsule opacification which was treated using yag capsulotomy. The surgeon stated that the patient's main issue was dry eye which was treated using the lubricating eye drops. The patient also had vitreous detachment around the macula. The patient was also treated with non steroidal anti-inflammatory drug. The symptoms was still continuing. Additional information has been received stating that the lens remain still implanted. There are two medical device reports associated with this patient. This report is associated with the right eye.